Event description:
It was reported during a follow up flouroscopic examination, it was noted this drainage catheter had fractured into two pieces and the distal portion of the catheter remained in the patient. Successful percutaneous retrieval of the detached catheter segment utilizing a snare followed. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Follow up revealed this catheter was in place for 6 weeks. User technique and/or patient anatomy may have contributed to this event, however company is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement".